Event description:
The customer returned the 550 for repair. Reported problem: leaks. During functional evaluation, enough liquid oxygen leaked from the cracked connecting tubes to potentially cause a serious injury should this malfunction recur. Co's service tech also reported that the wrong strap was installed, the bezel, knob, case front, and case back were cracked, the bottle had a vacuum loss, and the pnuematic demand device was out of adjustment. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. A corrective action has been implemented which replaced the connecting tubes with a more durable material on units manufactured after 9/13/95.